Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the tissue pad was worn and partially peeled. The probe tip broke down at 14 mm from the distal end. There was a scratch on the probe, and the shape of the fracture surface showed that the crack developed from the scratch as the starting point. There was a contact mark on the metal part of the jaw. The manufacturing record was reviewed with no irregularities. These types of tissue pad damage and probe damage are most likely related to the operator's technique. Based on the past similar cases, it was known that the tissue pad was damaged when the user continued to activate seal and cut mode without contacting tissue (including after the tissue already cut). There is a possibility that the tissue pad on the jaw was worn and partially peeled, and consequently the probe contacted with the metal part of the jaw, then the probe is cracked, and broken when the probe received an excessive load. The instruction manual of the subject device already states. Warnings: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
The subject device was used during hysterectomy. It was reported that the tissue pad was severely worn. It was not reported that whether the subject device was replaced, and it was reported that the intended procedure was completed. There was no patient injury reported. Olympus medical systems corp. (Omsc) received the three subject devices for evaluation. As a result of omsc's investigation on july 21, 2016, the phenomena below were found. The manufacturing record was reviewed with no irregularities. The first device: tissue pad was severely worn. The second device: tissue pad was worn and partially peeled. The third device: tissue pad was worn and partially peeled. Probe was broken. This is the report regarding the third device. Please cross-reference the following report about the first device and the second device: 8010047-2016-00508, 8010047-2016-01006.